Manufacturer narrative:
The company representative examined the system and found the footswitch was not working. The company representative replaced the footswitch. The system was then tested and met all product specifications. A review of the system's event log did not indicate any related system messages. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
An operating room supervisor reported that reflux was not working during a cataract intraocular lens implant procedure. Following a five minute delay, the system was exchanged, and the procedure completed with no patient harm.